Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. Evaluation revealed a damaged force sensor assembly. A review of the pump history indicated that loss of cartridge detection had occurred.

Event description:
Evaluation revealed a damaged force sensor assembly.